Manufacturer narrative:
H2, h6, h10 updated. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required

Event description:
It was reported that the patient underwent a surgical procedure involving an artificial urinary sphincter (aus) in which a new device was implanted. No information was provided about the patient's outcome. It was further reported that the tubing eroded out of the scrotal skin leading to the procedure. There were no device malfunctions associated with the explanted aus. The patient did not experience any adverse events or complications following the procedure.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced tubing erosion out of the scrotal skin with an artificial urinary sphincter (aus). A surgical procedure was performed in which a new device was implanted. There were no device malfunctions associated with the explanted aus. The patient did not experience any adverse events or complications following the procedure.

Event description:
It was reported that the patient underwent a surgical procedure involving an artificial urinary sphincter (aus) in which a new device was implanted. No information was provided about the patient's outcome. It was further reported that the tubing eroded out of the scrotal skin leading to the procedure. There were no device malfunctions associated with the explanted aus. The patient did not experience any adverse events or complications following the procedure.